Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6-medical device problem code.

Event description:
It was reported that the cardiosave intra aortic balloon pump had it`s fiber optic board damaged by the liquid that penetrated inside. The failure did not involve operators/patients.

Manufacturer narrative:
Additional contact person name- (B)(6). A supplemental data will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, b5, e1- event site email, e2, e3, g3, g6, h2, h3, h6 -type of investigation, investigation findings code, investigation conclusion code, component code and h11. A getinge field service engineer (fse) (fse) reported that they replaced the fiber optic assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during routine inspection performed by customer, the cardiosave intra-aortic balloon pump (iabp) had damaged fiber optic board due to the saline liquid sollution that penetrated inside. There was no patient involvement.